Event description:
An ophthalmic surgeon reported that after an ophthalmic procedure was completed, the facial drape was removed and it caused a skin abrasion. An ointment was applied to the abrasion. The sample is not available. Additional information has been requested, however it has not been received a this time.

Manufacturer narrative:
The custom pack lot specific to this event is not known; therefore, a lot history and device history record review were not possible. The sample has not been returned. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).